Manufacturer narrative:
Investigation conclusion: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Customer stated that three member ids ((B)(6)) tested positive with lab based pcr. Therefore the cartridge lots for the positive results for these member ids were not included in the case. Two member ids (ID (B)(6) sn (B)(4), ID (B)(6) sn (B)(4)): a technical support representative reviewed customer data and noted that the cue reader was performing within specifications.to better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. No additional information was provided for member ID (B)(6) regarding any additional confirmatory testing or symptoms.

Event description:
Customer reported that several patients had discrepant cue results. Member ID: (B)(6) (lac): this one an interesting sequence given the cue results were p, n, p. Tested positive overnight with a subsequent lab based pcr so this is a good result given his negative lab yesterday. Member ID: (B)(6). (B)(6) 2022 - negative cue, (B)(6) 2022 - 4 x positive cue, negative pcr (lab 1), positive pcr (lab 2). Member ID: (B)(6). (B)(6) 2022 - negative cue. (B)(6) 2022 - 2 x positive cue, negative pcr (lab 1). (B)(6) 2022 - 2 x positive cue, negative pcr (lab 1), positive pcr (lab 2). Member ID: (B)(6). (B)(6) 2022 - negative cue. (B)(6) 2022 - 2 x positive cue, 1 x negative cue, negative pcr (lab 1), positive pcr (lab 2). Member ID: (B)(6). (B)(6) 2022 - p, n, n cue tests. (B)(6) 2022 - n cue test. Member ID: (B)(6). (B)(6) 2022 - p, n, n cue tests. Member ID: (B)(6). (B)(6) 2022 - p, n, c, p cue tests.